Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was broken and contaminated, the lower case was broken, and the battery drawer was broken. It was also noted that the battery release was contaminated, one side bail cover was broken, the ring cover was broken, the lead flex cover was contaminated, one case screw was missing, the battery contacts were compressed, one side bail was bent, the ring was bent, the keyboard pad was contaminated, and the display had missing pixel segments. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked case and battery door. It was further requested that the generator receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.